Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing infumorph (10mg/ml at .0481mg/day) via an implantable pump. It was reported that the patient was hospitalized with signs of overdose. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and programmed to .481 mg/day based on 10mg/ml concentration which caused overdose symptoms patient was brought into a hospital and was given narcan.the managing providers office requested that the patients pump was reduced to minimum rate or .060mg/day. The issue was resolved.